Event description:
Info received indicated the head up section will not raise.

Manufacturer narrative:
The hill-rom technician replaced cable assy from rh siderail to weigh frame board to resolve the issue.